Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was impossible to remove on june 2nd. The balloon lumen was obstructed, therefore normal saline could not be discharged. The hospital used the method of shortening the length of the abnormal catheter, but the catheter was unable to be successfully removed. The patient had certain cognitive impairment and could not fully cooperate with the surgical removal. The (B)(6)-year-old patient had a catheter inserted on may 10th.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter was impossible to remove on (B)(6). The balloon lumen was obstructed, therefore normal saline could not be discharged. The hospital used the method of shortening the length of the abnormal catheter, but the catheter was unable to be successfully removed. The patient had certain cognitive impairment and could not fully cooperate with the surgical removal. The 90-year-old patient had a catheter inserted on (B)(6).